Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the graphical user interface of this ht70 ventilator froze and ventilation stopped. There was no injury to the patient.

Manufacturer narrative:
Additional information added to b7 correction to e4 section h6 evaluation codes update based on additional information received: method code (annex b) remove b17 and add b15 and b24 result code (annex c) remove c20 and add c13 component code (annex g) remove g07003 and add g07001 h3: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the graphical user interface of this ht70 ventilator froze and ventilation stopped. The ventilator was not made available to medtronic for evaluation. The third party service provider, tkb (tokibo), had evaluated the unit and confirmed the graphical user interface (gui) froze issue from video but could not reproduce, and could not confirm/reproduce the ventilation stopped issue. The unit was informed to be in working condition. One film was reviewed for analysis by medtronic. The reported issue of gui froze was confirmed by reviewing the recording attached, however the reported issue of ventilation stopped was not observed during the recording. While reviewing the recording the pump manifold assembly was found to be on and operating without the display being visible. The gui screen was not visible and the softkeys were not displayed. However the cause could not be determined by reviewing the recording. With the available information, the cause of the reported issue of loss of ventilation (lov) could not be confirmed, while the other reported issue of gui froze could not be determined. The event is included in the trending and monitoring plan. The device was not available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.